Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-18405. It was reported the pt had not used his scs system in over a year due to experiencing ineffective stimulation. It was further reported the ineffective stimulation was due to the pt's model 3186 lead having migrated. The physician explanted all the pt's existing leads (1 model 3186 and 2 model 3146) and replaced them with a single surgical lead. The pt's ipg was also explanted and replaced due to the age of the device and because it was unknown if the ipg was still operational. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.